Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The shipping personnel reported via chemtrec report that a fire was observed on their shipping truck while storing vaprox hc sterilant in the truck's cab. The fire department was dispatched. No report of injury.

Manufacturer narrative:
The single case of vaprox hc sterilant was destroyed in the fire and therefore was not available for evaluation. The transportation company where the event occurred reported that the case of sterilant had been dropped by shipping personnel prior to being placed into the truck's cab. Evidence indicates that the reported impact of the case being dropped was significant enough to damage at least one cup of vaprox inside the case, causing it to leak and combust with the cardboard box, resulting in the reported event. A copy of the vaprox hc sterilant safety data sheet has been re-provided to the transportation company. The vaprox hc sterilant safety data sheet states, "precautionary statements - keep away from heat, hot surfaces, sparks, open flames and other ignition sources. Combustible materials exposed to hydrogen peroxide should be immediately submerged in or rinsed with large amounts of water to ensure that all hydrogen peroxide is removed. Residual hydrogen peroxide that is allowed to dry (upon evaporation hydrogen peroxide can concentrate) on organic materials such as paper, fabrics, cotton, leather, wood or other combustibles can cause the material to ignite and result in fire. Storage conditions - store in a cool, well ventilated place." No additional issues have been reported.